Event description:
It was reported that the pump would shut down unexpectedly on multiple occasions. This issue has caused the customer to require a visit to the emergency room. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.